Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the device was interrogated and the battery bar was gray with pre-implant indication. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: #analysis information: 2017-02-20 19:34:24, cst pli# 10; product ID# ddbb1d4. The device was returned and analyzed. Analysis was performed and no anomalies were found. During preliminary analysis interrogated device and gray bar disappeared. Pre-implant longevity is greater than 5 years. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.